Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. The reported difficulty removing the device from the guiding catheter could not be tested due to the device condition. It was reported that the device was prepped inside the anatomy. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use, specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Additionally, it was reported that the bdc was inflated above the rated burst pressure at 20 atmospheres (atms) during use. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use, states: balloon pressure should not exceed the rated burst pressure (rbp). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device from the guiding catheter appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right coronary artery. During post-dilatation, a 4.50x8mm nc trek balloon dilatation catheter (bdc) was inflated once at 20 atmospheres. Three attempts were made to hold negative to deflate the balloon for removal, but the balloon completely failed to deflate. Resistance was felt when attempting to retract the bdc into the guiding catheter. The devices were removed together as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.